Event description:
User facility reports that three (3) employees experienced respiratory difficulties. This report is for the second of three employees. This anesthesiologist experienced an 'allergic attack'. Pt left the area and was fine. No medical treatment required. The incident occurred while changing out the cidex solution.